Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 92 mg/dl and lo mg/dl (which on the system indicates a result of less than 19 mg/dl)